Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Batch #: v95296. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an har instrument. A closer look at the clamp arm interface shows that the clamp arm was detached but firmly fixed to the outer tube at the clamp arm weld. Image 2: the image provided by the customer is that of what appears to be an har instrument. A closer look at the clamp arm interface shows the blade tip broken off. In addition, the clamp arm appears to be firmly attached to the device. Image 3: the image provided by the customer is that from a non-ees label where the lot can be seen as v95296. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. Additional information was requested, and the following was obtained: the event description describes the device issue as the black active blade is broken off but the photo shows the clamp arm containing the white tissue pad broken. So the event description and photo do not match. Can you confirm if the correct device/photo is attached? Can you confirm if the event is worded correct? Answer =according to feedback of the sales, it is unknown.